Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valve and surgery to repair atrial septal defect (asd), echocardiogram (ECG) confirmed the patient had third degree heart block and bradycardia. Six days post implant, the patient went into complete heart block and required a permanent pacemaker implant. No additional adverse patient effects were reported.